Event description:
It was reported that low sensing values were observed on the atrial lead. The lead remained in service and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.